Manufacturer narrative:
The pump passed active current test and sleep current test. No blank display noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 12.0 received the lowbatteryalert (104) on (B)(6) 2025 08:15:00 after more than 7 days at 20.5 days. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 19:02:00 after more than 7 days at 14.25 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 17:54:00 after more than 7 days at 14.43 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, cracked keypad overlay, missing display window cover, and serial number label missing. The p-cap/reservoir does lock properly. No power errors noted and passed all required testing. However, found moisture damage to the motor assembly, pcb1 board and pcb 2 board. Corroded battery tube was also observed. No blank display observed. Confirmed damage located at the battery compartment and label damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, serial number faded, blank display, pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for damage. Found the damage on battery tube side and it was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.